Event description:
Patient representative reported pain, "gradual increase of the left breast" and redness of the breast. Ultrasound and mammography revealed possible rupture, no confirmation given on explantation. MRI found periprosthetic liquid limited to the capsule, "study of the periprosthetic liquid presented no malignity", subsequent ultrasound stated liquid on left breast has diminished. Patient further diagnosed with capsular contracture, baker grade IV, and recommended explantation. After explantation, capsule was sent for pathological analysis and tested cd30 positive and alk negative. Alcl was diagnosed. Pet-tac carried out- no masses were found nor suspicious adenopathies. Left side. Device explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of "alcl," "periprosthetic liquid," and "capsular contracture, baker grade IV" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "periprosthetic liquid," and "capsular contracture, baker grade IV. Implanting physician: (B)(6). Explanting physician: (B)(6).